Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely leakage occurred at venting connector and water invaded scope connector during device handling by the user. As a result, an abnormality of the electrical component occurred, which led to the suggested event temporally. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use ¦warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus. An evaluation of the returned device confirmed the customer allegation. An intermittent/flickering image was displayed. There were few additional findings during device evaluation. Leakage was noted at the eto (ethylene oxide) valve. The plug unit was cracked. The scope connector was wet. The bending section cover was stretched, and adhesive was peeled. The cementing of the objective lens was peeled. The insertion tube had buckling and ring gauge was dented. The distal end cover was chipped around opening channels and had sharp edges. There was a deep scratch on the charge coupled device (ccd) shrink tube. An abnormal sound was produced due to damage of the angulation control lever and the movement was not smooth when the control lever was turned. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that b30 scope communication error was displayed when the evis exera iii bronchovideoscope was plugged into the processor during preparation for use for a diagnostic procedure. The scope was reprocessed and disinfected. No other devices were connected to the scope when the error message was displayed. No procedure was performed with the scope and there were no reports of patient harm associated with the event.